Manufacturer narrative:
Findings: pump passed displacement test. Unit was received with intermittent act and escape button response due to flattened act and escape button dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked. Unit had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that they had a keypad failure and according to the electrostatic treatment, it cannot recover. The customer¿s blood glucose level was unknown. The device will be returned for analysis.